Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a laparoscopic cholecystectomy, the forceps cev525 fenestrated 20mm jawz (cev525), " broke at the jaw for no apparent reason. The broken and detached piece of forceps remained momentarily inside the patient's abdomen." It was reported that the broken pieces were retrieved, and there were no consequences to the patient, time, or material loss. No jury or death reported.